Manufacturer narrative:
Evaluation summary: evaluation was performed and confirmed the battery discharges below alarm threshold. Review of the complaint history reveals similar reports related to batteries have been received for this product. There is a CAPA, mdq-CAPA-132, open to document and evaluate this issue.

Event description:
The facility returned the device for testing. During testing, baxter service technician reported the device had 6 battery discharges below alarm threshold in the battery history. The hospital representative stated that no patient injury had been reported with this pump.